Manufacturer narrative:
Visual examination of the returned driver confirmed the reported event. The pentalobe tip is bent in a counter-clock wise direction, indicating the damage occurred during insertion. However, the complexity of the tip breakage is also indicative of a more complex force loading than pure torsion. The manufacturing records were reviewed and there were no dimensional, functional or material anomalies found in the documentation. The probable underlying root cause for the driver damage is excessive torque and bending forces during usage and or handling. The complexity of the tip damage observed on the device is indicative of multiple loading forces leading to material yielding and ultimate breakage.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA

Event description:
It was reported that the tip of the driver fractured and remains implanted in the patient. Event resulted in a delay of over thirty minutes.patient outcome: no adverse effect reported as a result of this event.